Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. However, photo was provided for review. Review of the provided photo confirmed, breakage of threaded part at the head end part of device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received, (breakage. It was reported, that during the surgery, when separating the cup and shaft. It was found, that the threaded part at the head end of the shaft was broken (as the photo shows). The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed, that the threaded part of the head end was found broke. The broken fragment was returned stuck on the pin trial shell, 51 std profile hole. No other issues were observed. A functional test was unable to be performed, since it was not applicable to the complaint condition. A dimensional inspection was not performed, as it is not applicable to the complaint condition. The observed, condition of the device was consistent with a component failure, that may have been caused by exposure to unintended forces, like usage of excessive force in a prying motion. The overall complaint was confirmed. As the observed, condition of the [duraloc str cup impactor [236071000/so2051872] would contribute to the complained device issue. There is no indication, that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that during the surgery, when separating the cup and shaft, it was found that the threaded part at the head end of the shaft was broken. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.